Manufacturer narrative:
The unit was requested back for evaluation, but has not yet been received.

Event description:
Nellcor puritan bennett received a report on form a clinical engineer on 6/14/2007 that the unit was being used in ccu and did not provide an audio tone. There was no pt harm reported.